Event description:
Adverse event(s): "no pt injury reported" (no consequence or impact to pt). Product problem(s): "system message displayed" (device displays error message). The surgeon reported a system message displayed during surgery. The cassette was switched out and the system was rebooted to clear the system message. There was a ten minute delay. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and replaced the supervisor module. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).